Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose exceeded 500 mg/dl. Elevated blood glucose was addressed with a bolus from the pump. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery.